Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11583. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and tails of the paddle lead were cut, but the paddle remains implanted in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.